Event description:
It was reported by the customer that the bag (blood) was labeled as having 250mls in it, and the pump was programmed to infuse the ordered volume over 24 hours. In 3 hours, the pump alarmed and the entire volume of the bag (250ml) had infused. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.